Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Alleged failure: during the reception, it was detected that the medical device was not sterilized. The packaging was open, therefore it lost sterility the failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.